Event description:
Through a periodic review of programming history by the manufacturer, it was found that high impedance was detected on the patient's device. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.